Manufacturer narrative:
This report is being amended to reflect changes in sections. No devices or photos were received; therefore the condition of the components is unknown. The device history records could not be reviewed as the part and lot number is unknown. It was reported that the failure of the medial collateral ligament resulted from a fall. Therefore, the root cause can be attributed to patient accidents or injury. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique.

Manufacturer narrative:
Information was received via published literature. (B)(4). Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/22790529 this report will be amended when our investigation is complete.

Event description:
It is reported that one patient was revised due to failure of the medial collateral ligament as the result of a fall.